Event description:
Device 2 of 2. Please see MFR report #1627487-2010-01850 for device 1. On (B)(6) 2009, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient lost stimulation. The sales representative met with the patient and tried reprogramming the device in attempt to recapture the stimulation. Several of the contacts on both leads exhibited high impedance. The doctor decided to replace the patient's leads in case they were fractured. The patient is currently receiving satisfactory stimulation.

Manufacturer narrative:
Device evaluation 2 of 2. Please see MFR report #1627487-2010-01850 for device 1. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and discoloration was observed at the terminal end. No other visual anomalies were noted. The lead was functionally tested and all channels measured less than 4 ohms. Stress testing did not reveal any failures. The lead also passed continuity testing. Conclusion: the reported complaint is confirmed, there is a separation between electrodes and spacers on the terminal end of device 1. Device 2, however, passed all functional testing. Ans has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.